Event description:
During a gastric bypass the cdh21 was opened and staples were coming out of the device. They were already partially fired. They did not use the device. The procedure was completed with an ecs21. The surgeon felt the ecs21 "half fired" and he oversewed the anastomosis. There was no consequence to the pt.